Event description:
It was reported a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 occured upon powering the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The failed motor assembly was replaced.